Event description:
Caller states that the patient's first test result on the device was 1.7 inr and a duplicate test performed resulted in 2.4 inr. No action was taken based on device results. Caller states that 2 strip lots were used in the comparison. No adverse event reported. Requested return of suspect device and replacement was sent.